Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This unsolicited case was reported on (B)(6) 2011 by a consumer - local reference (B)(4). A product technical complaint (ptc) has been initiated for this report: global ptc #(B)(4). This case involves a female pt who was treated with poly-l-lactic acid (sculptra). She has had several treatments in different areas of her face nos. (Dosage, indication, location of injections, batch and exp date unk). This pt states 6-8 months following treatment, she has developed very hard nodules, which are getting larger. Corrective treatment included doxycycline 100 mg/day for seven days and then 50 mg/day for five weeks, as well as agitating the lumps with saline administered by a fine gauge needle. Neither treatment was helpful. The pt states she followed the protocol for five minutes, five times daily for five days. She states her "facial appearance" is how she earns her money. It is unk if any action was taken with poly-l-lactic acid. Outcome was reported as not recovered.

Manufacturer narrative:
Action taken: unk. Corrective treatment: doxycycline 100 mg/day for seven days, then 50 mg/day for five weeks, as well as agitating the lumps with saline administered with a fine gauge needle. Outcome: not recovered/not resolved.